Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. There was also occasional undersensing observed during an atrial tachy response (atr) episode. The sensitivity is currently programmed fixed at 0.75mv (millivolts). Further review was recommended. The battery status is normal, and the device remains in service. No adverse patient effects were reported.